Manufacturer narrative:
Sections with additional information as of 14-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Hold js 3/21. Consumer reported complaint for physical defect of test strips. Customer stated that about 40 of the true metrix test strips from the vial had been cut in half, they were not full test strips. The test strip lot manufacturer¿s expiration date is 04/27/2024; product storage was not disclosed. Customer stated that she purchased the test strips about three weeks ago. Customer stated she had discarded the test strips and only has the vial. The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 06-mar-2023 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.